Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced distal set up joint (dsuj) to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the clinical sales representative (csr) called to report that errors had returned on the universal surgical manipulator (usm) arm 1. The intuitive surgical, inc. (Isi) technical support engineer (tse) identified a 32100 error related to the distal set up joint (dsuj) (tornado). The site was able to complete the case using three arms. The tse advised the csr to perform a hard restart of the patient side cart (psc) if arm 1 was needed. The procedure was completed as planned with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The distal set-up joint (dsuj) was analyzed and found to system logs error 32100 was confirmed, indicating that the axes controller tornado (act) board reported a voltage monitoring error, with p-values pointing to the wrist brake. Upon visual inspection, the wrist brake cable was found to be twisted excessively, with the positive (red) cable on the wrist brake damaged and slipping out of the connector, replicating the reported event. The (dsuj) was installed onto an in-house system where no faults occurred in normal mode and the unit functioned as expected. The dsuj was tested the on a patient side cart fixture test platform (pftp) where it passed all relevant testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the wrist brake assembly in the dsuj.